Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not receiving therapeutic effect from his implanted device system. The pt stated that his catheter was "broke" and therefore had to have a catheter revision to fix it. The medication being delivered via the device system was dilaudid. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.